Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) system was explanted in anticipation for an upcoming valve surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted for an unknown reason and replaced with a leadless pacemaker system approximately sixteen days after. No patient complications have been reported as a result of this event.